Event description:
It was reported that prior to use the plunger appears "melted" with a bd syringe 1ml ll. The following information was provided by the initial reporter: it was reported 1 ml syringe luer-lok tip has a ¿melted¿ black plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation: yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary two photos and one 1ml syringe in a fully sealed blister pack from batch 0034960 (p/n (B)(4)) were received and evaluated. It was observed in the photos and physical sample, the stopper was wedged between the plunger rod and barrel wall, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0034960 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0034960 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the plunger appears "melted" with a bd syringe 1ml ll. The following information was provided by the initial reporter: it was reported 1 ml syringe luer-lok tip has a ¿melted¿ black plunger.